Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white residual foreign material inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Correction is being made to previously submitted g3- date received by manufacturer, which was not late. The correct date was 4 april 2024. Additional information: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified. It was determined likely that the type of material was simethicone. Based on the results of the investigation, the probable cause of the "white foreign material in the auxiliary water channel" was reprocessing conducted improperly due to leakage from the scope cover. The event can be prevented by following the instructions for use which state: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. The customer provided some cleaning, disinfection and sterilization information: based on the information provided, the device was reprocessed in accordance with the device IFU. Olympus will continue to monitor field performance for this device.